Event description:
This report is being filed upon notification from our x-ray MFR in a foreign country, to submit this event. Problem: the pt was having an x-ray procedure. Customer was moving the stand in and it stopped moving. The geometry reset and x-ray was unavailable. Room was shut off in the middle of a case. Pt was not at risk.

Manufacturer narrative:
Eval results and conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.